Manufacturer narrative:
The reported events were cardiac perforation, low sensing and high thresholds. As received, a complete lead was returned in one piece. The tip stiffness test was performed and all results were within specifications. The reported events of low sensing and high thresholds were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of procedure.

Event description:
During follow-up, loss of capture, low sensing and high capture thresholds were observed on the right ventricular (rv) lead, likely due to cardiac perforation. The patient also felt pain during stimulation, so the lead was deactivated. The rv lead was explanted and replaced and the patient's condition was stable following the procedure.